Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0097 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported a local infection was found at PICC line insertion site on the left site of the body. Moderate severity and related to the device. Patient recovered, no sequalae. Medication was prescribed for the patient.